Event description:
The customer reported that they experienced a power outage and as a result the central nurse's station (cns) is stuck in a boot loop. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they experienced a power outage and as a result the central nurse's station (cns) is stuck in a boot loop. The customer will send in the unit for evaluation/repair. A loaner unit was requested by the customer. There was no patient injury reported.